Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the clips were pushed out of the jaws when loading. It was reported there were no clips that has been fired. And the clips cannot load into the jaw. Another device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with ten remaining clips. Visual inspection of the instrument noted the jaws were visibly out of alignment. The clip channel was damaged. The instrument was cycled and the clips were ejecting from the jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument jaw has been positioned at an acute angle to the vessel, and if applied on excessively thick or rigid tissue, the tips of the clip could be prevented from contacting each other. The information booklet which accompanies each product shipment offers the following as a warning and precaution: do not twist the jaws excessively or attempt to lift excessive tissue when firing the instrument. Additionally, once the clip has been loaded into the jaw, the clip must be formed with one continuous handle compression. If an attempt is made to form the clip with multiple partial compressions, the clip will partially form and may disengage from the clip track. Either situation may cause the clip to malform or scissor and may ultimately break. Additionally, during assembly, manufacturing fires one clip from each instrument on test media to ensure the media is not cut. A second clip is fired under a vision system to ensure proper clip formation and to c heck for binding handles. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.